Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product is not expected to be returned for evaluation.

Event description:
It was reported that the following results were received within 15 minutes: 10 mg/dl, lo (= lower than the measurement range of the meter), 62 mg/dl and 120 mg/dl.